Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the issue occurred during lobectomy. They set the device and the status indicators of handle, adapter, and reload were all illuminated green. On the first firing for left lower lobectomy, they connected reload to the adapter and the surgeon started to fire, however the firing was stopped at once. The surgeon pushed the center control button down, however the clamp cover was not advanced. The surgeon pushed the same button again but to no avail. The surgeon claimed that the tissue was not thick. The surgeon opened a new reload and connected it to the same adapter and the firing was completed without problem. The following 5 firings to vessel and bronchi were completed with no problem. No excessive force indicator was not shown in the display screen. They said the tissue was not thick. There was no patient involvement.